Event description:
It was reported that during a procedure to perform left atrium ablation, the whisper guide wire was advanced, without difficulty, into the left atrium. A transeptal puncture needle, a dilator and sheath were advanced over the whisper guide wire and resistance was noted. The physician then removed all devices as a single unit; however, during removal, the transseptal puncture needle sheared the tip of the guide wire off. The tip of the guide wire was in the superior vena cava and was able to be snared and removed. The procedure was then completed as planned, with adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficult to position could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. It was reported the guide wire was used to perform ablation of the left atrium. It should be noted the hi torque guide wire instructions for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). It is unknown how the off label use of the device may have contributed to the reported difficulties. Based on the reviewed information, no product deficiency was identified.